Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "195 mg/dl" with the subject meter and "79 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #3 ¿ additional information the lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 3 this supplemental is being sent to correct information previously submitted and include information that was omitted. Furthermore; the additional information obtained from further evaluation of the subject test strips will also be included. The narrative of follow-up #1 should have stated as follows: the test strips failed testing. The reported issue was confirmed. A secondary issue was also noted when the test strips were found to be misclassified by the meter; the meter reported ¿blood¿ when control solution had been applied. In addition, when the test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were performed on the test strip vial and desiccant; these tests passed and failed respectively. The evaluation code for pressure decay testing was not included in the previous submissions and so has been included in this one.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were evaluated and found to be misclassified by the meter, the meter reporting ¿blood¿ when control solution has been applied to the strip) if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2: supplemental sent to correct information previously sent. Alert date should have stated (B)(6) 2015.